Manufacturer narrative:
Ocd performed retained testing and a batch record review for this lot. All results were satisfactory. (B)(4).

Event description:
Customer states that a patient sample containing anti-c and anti-d did not react with vra152 cell 5 (d-c+c+). Daily qc was acceptable. No erroneous results were reported.